Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is showing a ECG failure. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device reported an ECG failure, resulting in self-test failure. Troubleshooting had the customer re-perform the self-test. There were no issues or errors. The device passed the self-test. There were no parts replaced, no service performed. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.